Event description:
Received report of leak in a set. Customer stated that tubing was primed with normal saline; cyclophosphamide was spiked, set was placed in pump and connected to pt. Leak was discovered at the top of the upper fitment during administration of premeds and was corrected prior to the scheduled start of chemotherapy. There was no pt harm and no medical intervention was required. No further pt or event info was available.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.